Event description:
This is a spontaneous case report received from a consumer in united states via website on (B)(6)-2014 which refers to herself. She is a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2008 for indication not reported and experienced pains since day 1. She stated that was still suffering from this device and essure was awful. Follow up information received on 27-aug-2015 (upgraded to incident). This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 ((B)(4)). The consumer reported she had essure implanted in 2008 and from day one she had complications like severe pelvic pain that happened immediately. She stated the longer essure was in more problems begun to add up; she had severe cycles with large blood clots, weight gain, headaches, pelvic pain, abdomen pain, cramps, constant bloating, yeast infections, super painful intercourse, no energy, loss of happiness, hair loss and other mild issues. In early 2015, she had her tubes and coils removed (bilateral salpingectomy). She stated she felt much better however, at the time of report, some symptoms had not resided yet. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain since day one of insertion. Approximately, seven years after essure insertion, she had a bilateral salpingectomy along with coils removed. The pelvic pain is serious due to required intervention and listed in the reference safety information for essure. Considering the nature of this event, the suggestive temporal relationship and lack of alternative explanation, the causal relationship with essure inserts cannot be excluded. Upon follow up information, this case was regarded as incident since a device removal was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on 07-jan-2016: essure caused her multiple problems; she had essure in place for 6.5 years and had to have 3 surgeries because of it, the last one being a hysterectomy at (B)(6). Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain since day one of insertion. Approximately, seven years after essure insertion, she had a bilateral salpingectomy along with coils removed. She also underwent a hysterectomy. The pelvic pain is serious due to required intervention and listed in the reference safety information for essure. Considering the nature of this event, the suggestive temporal relationship and lack of alternative explanation, the causal relationship with essure inserts cannot be excluded. Upon follow up information, this case was regarded as incident since a device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
The product technical complaint (ptc) investigation and final assessment were received on 19-sep-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain since day one of insertion. Approximately, seven years after essure insertion, she had a bilateral salpingectomy along with coils removed. The pelvic pain is serious due to required intervention and listed in the reference safety information for essure. Considering the nature of this event, the suggestive temporal relationship and lack of alternative explanation, the causal relationship with essure inserts cannot be excluded. Upon follow up information, this case was regarded as incident since a device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.